Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. One day prior to the receipt of this report, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unknown date, the pt was treated with rifampin (dose and frequency not reported) orally for peritonitis. At the time of this report, treatment with rifampin was ongoing. On an unreported date, the pt was retrained in aseptic procedures for performing pd therapy. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2014, the pt experienced peritonitis. On an unknown date between (B)(6) 2014 and (B)(6) 2014, the pt was discharged from the hospital. Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13k14046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.